Event description:
Additional information received indicated that an electrocardiogram (ECG) identified an st elevated myocardial infarction (mi). As reported, the transthoracic echocardiogram (tte) indicated the valve caused the coronary occlusion. The creatine kinase-myocardial band (ck-mb) measured 420.51 microgram per liter (u/l), the troponin (ctn) was > 50 nanogram per milliliter (ng/ml). Treatment for the myocardial infarction (mi) included intravenous medication and percutaneous coronary intervention (pci) to the left anterior descending (lad) coronary artery and distal circumflex with 80% stenosis with acute lesions. A cutting balloon was used to pre-expand the lad occlusion section twice. A drug-eluting stent (des) measured 3.0 x 22mm and 2.75 x 14mm with resolute integrity covered the lesions. The stent was expanded with 12 standard atmosphere (atm) for 5 seconds (s). There was no dissection and no hematoma. The patient outcome was reported as recovered. Discharge occurred 11 days following onset. The event was resolved 13 days following onset.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eight months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized with vomiting and chest pain. Diagnostic testing was performed and revealed a spontaneous myocardial infarction (mi). An unspecified intravenous medication and treatment were reported. 11 days later, the patient was discharged from the hospital. No additional adverse patient effects were reported. Per the physician, the mi was unlikely related to the valve and unrelated to the implant procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.